Manufacturer narrative:
Initial.

Event description:
It was reported that after restarting the ilet, the user received alert 38 indicating consecutive stalled motor and was unable to proceed, consistent with a failure to infuse associated with the motor component; the user had replaced all infusion supplies and then experienced an occlusion alert, with a capillary blood glucose of 247 mg/dl, and used subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the user, analysis of the information provided, and review for communications-related issues. Investigation of this case revealed a device communication problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.